Event description:
Additional information indicated that the device had been breaking though the skin. The patient had a pocket revision as the battery was too close to the skin and the patient could feel it. The device was implanted deeper in the pocket because it was coming through the skin.

Event description:
It was reported that the implantable neurostimulator (ins) was too shallow. A revision or replacement occurred but the patient did not know if they used the same ins or if a new one was placed at revision. There were no allegations of a system use issue. The patient recovered completely. No patient symptoms were reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).